Event description:
It was reported that a patient's precice nail appeared to have had stopped lengthening, approximately six (6) weeks after implantation.

Manufacturer narrative:
The patient's precice nail was removed and a reosteotomy was performed on the patient's femur. The patient was implanted with a new precice nail, without incident. To date, the patient is doing fine. The device involved in the alleged incident has not been returned; therefore, no evaluation can be conducted. A DHR review revealed that there were no deviations from the manufacturing process and the device was released within specifications.